Event description:
It was reported that the pt experienced a shocking and jolting sensation when stimulation was turned off. The shocking and jolting is felt at the lead location. It was also reported that movement caused stimulation changes. The pt also felt "sticking needles" over the implantable neurostimulator site and also feels parasthesia in their hands when stimulation is off. The pt met with a company representative who advised to evaluate the pt symptoms after 2 days. Add'l info received reported that the pt turned their stimulation off for 3 days and then turned it back on, and the reported symptoms had not gone away.

Manufacturer narrative:
(B) (4)